Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during sampling using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked at the connection between the vacutainer and the tube resulting in recollection. Staff was exposed to blood, however, the extent to which exposure occurred was not reported.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Therefore, functional testing was conducted on 30 retained samples, and none of these samples failed; no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during sampling using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked at the connection between the vacutainer and the tube resulting in recollection. Staff was exposed to blood, however, the extent to which exposure occurred was not reported.